Manufacturer narrative:
Conclusion - unit was replaced.

Event description:
It was reported via repair work order that the unit is not grounded. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.